Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2010, product type: catheter. The pump ((B)(4)) was analyzed and overinfusion with an undetermined root cause was found. The catheter ((B)(4)) was returned for analysis and coring, tearing, cuts in the seal of the sutureless connector that met the leak criteria were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2016 the patient¿s pump was explanted to avoid in-vivo battery depletion. There was no reported patient injury or patient symptoms. The pump and catheter were returned and underwent routine analysis. The pump was used to deliver compound baclofen (2000 mcg/ml at 378.6 mcg/day). The indication for use was intractable spasticity and cerebral palsy.

Manufacturer narrative:
The conclusion code (pump) was updated and (catheter) was updated. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device was operating within specifications, medtronic modified the specifications making this the closest code available with respect to this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.